Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 1.5x15mm maverick 2 balloon catheter was advanced to an unknown heavily calcified lesion and upon inflation the balloon burst. The procedure with completed with a different device. No patient complications were reported and the patient status is stable.

Event description:
It was further reported that the balloon was used for pre-dilation of the target lesion and ruptured on the first inflation to 18 atms. The ruptured balloon was removed intact.

Manufacturer narrative:
Device evaluated by manufacturer - device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).